Manufacturer narrative:
Brief description of complaint: a 6.0 device was being used to proactively treat the prescribed areas and continuous suction was being used; however, some of the heated saline was able to get past the suction. The saline ran down the patient¿s leg, resulting in a burn to the upper two thirds of the right most anterior shin. Investigation conclusion: the reported issue was not confirmed. Generator passes all functional, prime, saline flow, and power output tests. There are no failures found and the patient injury allegation cannot be replicated in the laboratory environment. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, while using suction, heated saline from the aquamantys device ran off onto the patient¿s leg resulting in a burn. The burn was approximately 4 inches long, the degree is unknown. The burn was treated with an antimicrobial dressing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ortho case, while using suction, heated saline from the aquamantys device ran off onto the patient¿s leg resulting in a burn. The burn was approximately 4 inches long, the degree is unknown. The burn was treated with an antimicrobial dressing.